Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. A failure event was observed during analysis. As received, a complete lead was returned in one piece measuring 81.5 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found six external insulation abrasions [at 23.4 cm to 23.6 cm, 23.9 cm to 24.2 cm, 56.1 cm to 56.4 cm, 61.8 cm to 62.0 cm, 68.7 cm to 69.3 cm and 26.7 cm to 26.8 cm ] breaching the outer insulation distal to the suture sleeve tie mark consistent with friction to another implanted device and feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.